Manufacturer narrative:
Device evaluation of charger sn 58049420 has been completed. The reported problem (fault while charging) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the fault and inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was producing faults while attempting to charge the battery packs.